Manufacturer narrative:
The reported inability to loosen/tighten the right ventricular (rv) set screw was confirmed in the laboratory. Visual inspection identified the setscrew inset was found to have been stripped, and septum debris was observed inside the rv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant of the patient's implantable cardioverter defibrillator (ICD), the physician had an issue securing the set screw into the device. The physician elected to implant a different device. The patient was stable throughout.